Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during elbow procedure, a radial rasp fractured into two pieces upon removal. Pieces of the product had to be retrieved from the patient.